Event description:
It was reported that there was a pericardial effusion with a tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa. There were no patient complications. About 2 hours after the procedure was completed the patient was experiencing chest pain. The physician noted that he had symptoms of tamponade. A pericardiocentesis was performed. The physician drew off 1300 cc of fluid and the patient stabilized as well as receive 2 units of blood. At 7 hours post procedure the patient was having continued chest pain. The patient was taken to the operating room and a subxiphoid incision was made and a camera inserted to look for bleeding. No bleeding was found and the next morning the patient was stable.